Manufacturer narrative:
.

Event description:
The reporter stated they obtained a blood glucose result of a "critical high" (which is >600 mg/dl) while testing a patient using the accuchek inform ii meter (serial number (B)(4)) at 5:09 pm. It was reported that there was low power on this meter so another accuchek inform ii meter (serial number (B)(4)) was used at 5:14 pm to obtain a result of 183 mg/dl. It was reported that the result of the "critical high" ( which is >600 mg/dl) was believed to not be correct. No treatment or actions were taken based on the result. It was reported that the same lot number of strips were used but the reporter was not sure if the same vial of strips was used. The patient is doing well. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. The strips were not returned for investigation. The meter was returned and it was investigated with retention strips from lot 474388. Control solution was used and all of the returned results were within the acceptable range.